Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for revision due to an unknown reason. No revision has been reported to date.

Manufacturer narrative:
This follow up report is being filed to relay corrected, updated and additional information. This information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was considered for a liner exchange due to unknown reasons. No further information is currently available.

Manufacturer narrative:
This follow up report is being filed to relay corrected, updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.